Manufacturer narrative:
A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. During the device evaluation, a video connector was found with a missing screw. The image was black due to a defective cable unit. The lens had a bent coupler base causing an off-centered image. The suggested event is preventable in accordance with the instructions for use (IFU): do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the instrument. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. While the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Doing so could damage the cable.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. A health professional from the user facility confirmed that the device was plugged in and the screen was dark. The settings on the device were correct, the connection was secure and the device was set up correctly. The device was inspected, and no damage or abnormalities were observed. There were no foreign objects such as dust, lint or hard water residue observed on the electrical contacts. There was no damage to the cord. There were no twists, kinks, bunches or coils in the cord. The device is being stored in the cabinet along with their other cameras. The instructions for use and care are being followed. No other issues were reported. If additional information is obtained a supplemental MDR will be filed.

Event description:
A user facility reported an image problem. The image disappears and ceases to emerge and the visual field is suddenly lost. It was confirmed that there was no patient involvement or injury. No additional information has been obtained.